Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 267 mcg/day) via an implanted pump. The patient¿s medical history included cerebral palsy and chronic pain. The indication for pump use was intractable spasticity. It was reported that the patient complained of pain in her back incision and pump areas. There were no environmental, external, or patient factors that may have led or contributed to the issue. Physical examination of the spine incision revealed a hardened tissue formation. Surgical exploration of the area showed no leak or fluid formation in the spine incision. The pump pocket was opened as well, and no fluid was found in the pocket. The incisions were closed. There were no changes made to the implants or programming of the pump. It was unknown if the issue was resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.